Manufacturer narrative:
.

Event description:
The pt reported that he noticed an increase in pain when changing body position to stretch. The pt lies on his back to stretch and reports his pain increases within 30 minutes or less and is more acute. Add'l info has been requested from the hcp, but was not available as the date of this report. A follow-up report will be sent if add'l info is received.